Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15529. Related manufacturer reference number: 2017865-2020-15532. Related manufacturer reference number: 2017865-2020-15533. It was reported that the patient presented with a swollen and reddened pocket that was warm and sensitive to the touch, with purulent fluid present. It was highly suspected for a pocket infection, and there was no evidence of pocket erosion or endocarditis. The system was explanted and replaced, and the patient was in stable condition.